Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported their pump alarm has been going off every 10 minutes since the 22nd of october. The patient stated they went in to have the pump filled last thursday and the healthcare provider said it would be the last time they would fill the pump and made the patient sign discharge papers. The patient said the paperwork they were given said the pump had stopped and came back on "sometime in the last 60 days". The patient has not been able to find a new doctor since, the pump was still alarming, and they are in a lot of pain. Physician listings were sent to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.